Event description:
It was reported the lead impedance had gradually risen since (B)(6) 2016. Capture threshold had also risen. The lead was capped and replaced. The procedure was completed successfully without adverse consequence to the patient. The patient was reported to be in stable condition before, during, and after the procedure.